Event description:
Involved components: nx034z/ as vega ps femoral comp.cemented f6r (aesculap ag reference (B)(4)); nx043/ patella 3-pegs p3 (aesculap ag reference (B)(4)); nn077z/ as columbus cr/ps tib.plat.cemented t4 (aesculap ag reference (B)(4)).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis, and event description. Batch history review: the batch number was not provided and batch history review could not be performed; good-faith attempts had been made to obtain this information. An evaluation has shown that there are no further complaints listed from the article nx144 in the system in the last 10 years with this failure. According to the manufacturer's reporting evaluation in accordance with 21cfr part 803, section 803.3. This event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. The following can be mentioned as an informational note: in some other similar cases, the most likely root case was not fully tightened fixation screw. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx144 - vega ps gliding surface t4/4+ 18mm. According to the complaint description, the revision surgery was performed on (B)(6) 2024 for postoperative loosening of the right knee. An unspecified screw had come loose. The polyethylene component was removed and replaced. The patient was reported to be doing well at a follow-up doctor's visit. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4) associated medwatch reports: . (Aesculap ag reference no. 400678980) nx144 9610612-2024-00239 (aesculap ag reference no. 400672308) nx034z - now involved. Involved components: nx034z/ as vega ps femoral comp.cemented f6r (aesculap ag reference no. 400672308) nx043/ patella 3-pegs p3 (aesculap ag reference no.400678977) nn077z/ as columbus cr/ps tib.plat.cemented t4 (aesculap ag reference no.400678979).